Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer planned to address the high blood glucose with a correction injection using multiple daily injections (mdi). Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. It was advised that the customer could continue using the pump and to call back if any issues arose again.